Event description:
During a coronary artery bypass graft surgery, three heartstring seals did not function. The hosp did not provide any add'l info. No pt complications were reported by the hosp. Based on failure analysis, the seals were received cracked and unraveled.